Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, weight, bmi at the time of index procedure. Date and name of initial surgical procedure. The diagnosis and indication for the initial surgical procedure? What were current symptoms following the index surgical procedure? Onset date? What are the patient comorbidities/concomitant medications? Product code and lot # date - time of onset of urinary tract infection from the surgical procedure? Were there any pre-existing signs/symptoms of urinary tract infection prior to this surgical procedure? Did the patient receive any prophylactic antibiotics pre-, intra- or post-operation? Were cultures performed? Results? Describe any medical/surgical intervention for the urinary tract infection including dates and surgical findings. What is physician¿s opinion as to the etiology of or contributing factors to this event what is the patient's current status? To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. (B)(4).

Event description:
It was reported that a patient underwent a sling procedure on an unknown date and mesh was implanted. The patient experienced recurrent urinary tract infections and underwent tape removal on an unknown date. Additional information has been requested.